Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the pump motor continuously ran without pressurizing. The unit had a piston migration of 1.07. The pre-pressure test jig was used to bypass the unit's pcb and fuse. The unit¿s pump motor would still continuously run when driven directly by the pre-pressure test jig. This eliminated the pcb and fuse as the root cause. The solenoid valve was then disassembled and it¿s filter screen was observed to be damaged. Metal debris was found within the damaged filter screen. This debris would prevent the solenoid from sealing properly and would cause the unit to run continuously without pressurizing. The complaint was confirmed and the root cause has been determined to be a manufacturing process error.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Evaluation codes updated.

Event description:
It was reported that the spider suddenly couldn¿t be held the pressure and fell off during the procedure. When the problem occurred, the surgeon grappled the spider¿s arm avoided an incident. Then, they exchanged the battery pack and continued to use the same device. The procedure was completed to support the spider¿s arm without patient injuries or complications.